Manufacturer narrative:
During follow-up, the patient said her supplier sent her hm14 catheters instead of her usual stiffer product that she was accustomed to inserting. She had difficulties inserting the hm14 catheter even though she used the plastic sleeve to hold it, but touched the insertion area during multiple insertion attempts. She had no further problems with use after her supplier sent her usual product.

Event description:
Intermittent catheter patient (user) reported that the hm14 catheters are causing a urinary tract infection (uti) due to being flimsy. During follow-up, the patient reported she recovered from the uti after taking 3 courses of antibiotics prescribed by her doctor.